Manufacturer narrative:
H3: product analysis # (B)(4): part # nav7426001, lot# ca17c023 visual inspection confirmed the torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding rialto nav driver used in navigated si fusion procedure for degenerative disc disease and si pain. It was reported that the tip of the driver broke off and was no longer usable. Product came in contact with the patient. No adverse event occurred to patient. There were no further complications that were reported.